Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a dark image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord light guide bundle was interrupted and weakened and insertion part light guide bundle depression fracture. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord light guide bundle was interrupted and weakened and insertion part light guide bundle depression fracture caused the image to be dark. The most probable caused traced to the component failure of light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.